Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their pad-pak was unable to power on a device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their pad-pak was unable to power on a device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The pad-pak-04 device is not available for distribution in the united states but is similar to the pad-pak-02 which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their pad-pak was unable to power on a device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a failed fuse in the returned pedi-pak. Upon receipt, the returned device could not be powered on with the returned pedi-pak, and no flashing status led was observed, as per the reported fault. Further investigation of the returned pedi-pak revealed that the fuse had blown, which had resulted in an open circuit across the battery pack. No fault was identified on the returned device or pedi-pak that would have caused the fuse to blow. The device was scrapped by heartsine and the customer was provided with a replacement device.